Manufacturer narrative:
(B)(4). Batch #unk. As a lot/batch was not provided, a device history could not be performed. Additional information was requested, and the following was obtained: can you please clarify what is meant by: the wound class was changed due to the incident? What was the wound class? Was it changed due to the contents spilling out of the pouch? Did the patient care change during or after the procedure? The wound class was changed because something happened that normally shouldn't happen. In this case, there was bile leakage into the abdomen, when it is usually contained within the laparoscopic bags. As far as the care of the patient, the area may be irrigated with .9% saline, and/or possibly extending the length of time that the patient would be receiving antibiotics. I do not know what was done for this particular patient. The following information was requested but unavailable: what was the wound class changed to? Was the post-operative care changed? If yes, please explain what additional treatments the patient received.

Event description:
It was reported that during a laparoscopic cholecystectomy, the doctor was pulling the pouch filled with the gall bladder and bile through a 5 mm trocar site and the base of the bad opened, spilling the contents into the patient's abdomen. The doctor explained that he barely felt any resistance with the pouch base broke open. The contents of the pouch were cleaned from the patient's abdomen but the wound class was changed, due to the incident. There were no patient consequences reported.